Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 455 mg/dl to 600 mg/dl. Reportedly, the contact believes the user was not bolusing for the food they were eating. The user addressed bg level with a bolus via the pump and the contact was unsure if a manual injection was administered.